Event description:
It was reported that there was no hole on the tip of the catheter.

Manufacturer narrative:
The reported issue is confirmed - manufacturing related. Visual evaluation noted one photo sample received. Visual inspection noted that there appeared to be no catheter eyelets on tip of catheter. This does not meet specifications per eips-sa2420075j rev 2 that says the catheter must have 4 punched eyelets. Although an exact root cause could not be established, a potential root cause is mechanical failure. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was no hole on the tip of the catheter.